Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-feb-07. H6: investigation summary: customer returned (2) 32gx4mm bd pen needles from lot# 1118191 (1 opened and 1 unopened). The customer reported no insulin flow during use, and the needle does not penetrate the skin. The opened sample was examined, then tested for visual inspection of point geometry, outer diameter and lube coverage, and it was observed that the patient end (pe) cannula was hooked, the od measured within spec (specs: outer diameter for 32g: 0.0090¿- 0.0095¿) at 0.0092¿, and sufficient lube coverage was applied. The unopened sample was also tested for visual inspection of point geometry, outer diameter and lube coverage, and all observations fell within specification ¿ no damage to pe cannula, od measured at 0.0092¿, sufficient lube coverage. Both samples were tested for flow using a test pen injector, and both were able to expel properly. Since the defective sample was returned after use, the probable cause of the hooked pe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (pe cannula hooked). The root cause for this issue is user related. The pe cannula was hooked by the user after handling the pen needle.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: the customer reported no insulin flow when administering a shot to the 7 year old patient, stating priming 1 unit before injection but the needle does not penetrate the skin and injection sites are rotated. Date of event: unknown. Samples: available.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported no insulin flow when administering a shot to the 7 year old patient, stating priming 1 unit before injection but the needle does not penetrate the skin and injection sites are rotated. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported no insulin flow when administering a shot to the 7 year old patient, stating priming 1 unit before injection but the needle does not penetrate the skin and injection sites are rotated. Date of event : unknown; samples : available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.